Event description:
It was reported that there was a pump problem, an alarm was heard but telemetry was not yet performed. It was noted that the pump reservoir volume was never updated at the refill so now the pump is critically alarming. It was reported that the patient lives 3 hours from the clinic so the healthcare provider (hcp) was going to make a house call to correct the programming error but forgot. It was noted that the patient was asymptomatic. It was noted that the patient pump was used to infuse baclofen. It was later reported that the manufacturer¿s representative talked the patient¿s healthcare provider (hcp) that was on their way to turn off the alarm and update the pump. It was noted that the concentration and dosing were the same as before the refill. It was noted that there were no concerns of withdrawal but patient had oral baclofen in case. It was reported that there were no symptoms as of 5 minutes ago when the hcp spoke to the patient. It was noted that the patient is doing well. It was reported that the clinician programmer the hcp used was unknown.

Manufacturer narrative:
Product ID: 8575, lot# j0203518r, implanted: (B)(6) 2003, product type: accessory. Product ID: 8709, lot# j11277r06, implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).